Event description:
It was reported that post op to adjustable gastric band, the patient complained of pain on the date of the implant. An egd was done to rule out obstruction of restriction. The patient was on a liquid diet. The patient returned a few days later throwing up saliva and could not get anything to go through. The surgeon took the patient to surgery and it appeared that during the dissection a small hole was created in the stomach. It was unclear if the patient had ripped out the suture, which was holding the stomach placation. The surgeon said was it the chicken or the egg: did the leak cause the vomiting or did the vomiting cause the suture to rip the stomach? The patient is doing well.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.